Event description:
It was reported that the mobile power unit (mpu) did not recognize the patient connection. It was determined that a warranty replacement will be needed.

Manufacturer narrative:
Main investigation conclusion: the reported event of a connection issue with the mobile power unit (mpu) was not confirmed. The mpu (serial #: (B)(6) was not returned for analysis. To date, the mpu has not been returned for analysis. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate ii instructions for use, rev. B, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect and no external power alarms. Heartmate ii instructions for use, rev. B, section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the mpu (serial #: (B)(6) and the mpu was found to pass all manufacturing and qa specifications before being shipped to the customer on 11jan2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) has a v-lock connector. The mpu was plugged into ac power at the time the patient was connected to it. The event was able to be reproduced in the clinic. The patient had no adverse events and is doing well.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mpu not being recognized as operating when plugged into the controller was confirmed when the unit was evaluated by the service depot. The mpu voltage output was present but the rsoc line output was not. The controller alarmed for power cable disconnect. The issue was isolated to the mpu patient cable. Replacing the mpu patient cable assembly fixed the issue. The damaged mpu patient cable was confirmed when it was operationally checked with a reference mpu. The rsoc output was not present. This would result in the reported alarm. Electrical checks and visual inspection of the disassembled cable did not isolate the damage. The specific reason for the damage to the mpu patient cable was not determined in this investigation. The mpu assembly was made in oct 2020.the unit was packaged and placed into stock on nov 11, 2020. The unit was sent to the customer on jan 11, 2021. The unit had no previous services. Set up and use of the mobile power unit (mpu) with the heartmate 3 system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 instructions for use (IFU). Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 IFU. The heartmate 3 lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment". No further information was provided. The manufacturer is closing the file on this event.